Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. Investigation: 1 triodent v3 universal ring returned with a broken tyne as the customer stated. Item is date coded "j" and "o" corresponding to an 08/2023 manufacturing date. Complaint substantiated based on returned product. Lot number not provided so DHR and retain investigations cannot be performed. Product returned with broken tyne as customer stated. DHR/retain investigations not performed (missing lot info).

Event description:
In this event it is reported that v3 ring universal (green) 2 pack, ring broke. The outcome of this event is unknown as of this MDR. Further information requested.